Event description:
As reported: "the surgery was completed on (B)(6) 2022 due to right middle finger fracture. (B)(6) 2022, postoperative infection of the right middle finger was found. Debridement vsd negative pressure suction surgery has been carried out."

Manufacturer narrative:
The complaint couldn't be confirmed, since the information for evaluation does not match the alleged failure. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned for investigation. An inspection of the image has shown that three wires can be located two at thumb and one at ring finger. Furthermore, within all wires, the distal end looks out of the finger. No further statement is possible to the received image. The current instructions for cleaning, sterilization, inspection and maintenance state: "in the event of contamination, or expiration of shelf life or in the case of a medical device supplied non-sterile, the medical device must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective IFU. If a sterile medical device is also sold nonsterile, the sterile medical device can be put into the dedicated labeled location of the non-sterile medical device in the tray and then be sterilized by means of a validated sterilization procedure before use." A review of the device history for the reported lot did not indicate any abnormalities. The article met all the criteria when it was released non-sterile. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
As reported: "the surgery was completed on (B)(6) 2022 due to right middle finger fracture. (B)(6) 2022, postoperative infection of the right middle finger was found. Debridement vsd negative pressure suction surgery has been carried out."